Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant loosening could not be determined but may be related to the patient's osteopenia exacerbated by smoking. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n: 107550-90, lot#: 493644-r, mfd: 12/13/2016, exp: 2018-12-13, gtin: (B)(4). 2nd (second): ifuse implant, p/n: 7050-90, lot#: 493843, mfd: 02/28/17, exp: 2022-02-28, gtin: (B)(4). 3rd (inferior): ifuse implant, p/n: 107535-90, lot#: 493638-r, mfd: 12/12/16, exp: 2018-12-12, gtin: (B)(4).

Event description:
The patient is a smoker with osteopenia. In (B)(6) 2017, the patient had two iliosacral screws removed from her left si joint that were replaced with three different, larger implants. The patient complained of continued pain following the procedure. The surgeon determined that the 1st and 3rd implants were loose while the middle implant was solidly fixed in bone. In (B)(6) 2018, the surgeon removed all the implants, decorticated and added bone graft to the joint followed by the placement of one iliosacral screw. The status of the patient following the procedure is not known.